Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the left anterior descending (lad) artery. After the 4.0x12mm nc trek neo balloon dilatation catheter (bdc) was prepared with no noted issues, the bdc was advanced to the lesion through resistance and attempted to be inflated; however, during the first inflation the balloon was noted to rupture at 16atms. Therefore, the bdc was replaced with a non-abbott device and the procedure was continued. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.